Manufacturer narrative:
The investigation determined that a higher than expected vitros csf glucose (glu) result was obtained from a single cap survey sample suing vitros glu reagent lot 0014-3223-4222 processed on a vitros 5600 integrated system. The assignable cause for this event is unknown. Due to depletion of the inventory of vitros glu lot 0014-3223-4222, additional testing concerning the performance of the slide lot was not possible. However, historical vitros csf glu quality control results obtained during the timeframe of the event were acceptable, indicating vitros glu slide lot 0014-3223-4222 was performing as intended using csf samples on the vitros 5600 system, and did not likely contribute to the event. Precision testing used to assess the performance of the vitros 5600 integrated system was not performed at the time of the event, therefore, an instrument related issue cannot be completely ruled out. Current vitros alkp testing indicates that the vitros 5600 system is performing as expected at this time. Email address for contact office above is (B)(6).

Event description:
The investigation determined that a higher than expected vitros csf glucose (glu) result was obtained from a single cap survey sample suing vitros glu reagent lot 0014-3223-4222 processed on a vitros 5600 integrated system. Glu csf cap sample ma2 result of 453.0 mg/dl vs. The expected result of <20.0 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no indication that vitros csf glu patient results have been questioned by clinicians. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).